Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to lock and required maintenance. A field service engineer (fse) found multiple pockets not on the bus in main full height drawers 5 and 6. Faulty drawer boards were replaced, and grease was applied to all tower door latches and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.